Event description:
It was reported that the back rest of the stair chair was broken and may not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.